Event description:
On (B)(6) 2021 we have been informed about an incident involving a dispersive electrode. An aortic valve replacement (avr) and coronary artery bypass grafting (CABG) procedure was performed at adventhealth orlando hospital in the us. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator were used. The initial user report stated: "it was reported by the sales rep that during the CABG and avr procedure, the pad was placed on the patient's lower back and when they removed it, they noticed there was a large red spot there. The patent has been treated." No further information was provided despite repeated requests.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses of dispersive electrodes could be performed. We have requested for additional information and the involved device in the incident but have not yet received either. After several requests for further information none has been made available to us. No conclusion can be drawn what might have caused the incident. We will provide a follow-up report once we receive further information.

Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses of dispersive electrodes could be performed. We have requested for additional information and the involved device in the incident but have not yet received either. After several requests for further information none has been made available to us. On june 23th, 2022 we have been informed that "this file has been completed and is in closed status". Requesting additional information, we have been informed on june 24th that "no further information was received". No conclusion can be drawn what might have caused the incident. We therefore consider the investigation closed.

Event description:
On may 19th, 2022 we have been informed about an incident involving a dispersive electrode. An aortic valve replacement (avr) and coronary artery bypass grafting (CABG) procedure was performed at advent health orlando hospital in the us. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator were used. The initial user report stated: "it was reported by the sales rep that during the CABG and avr procedure, the pad was placed on the patient's lower back and when they removed it, they noticed there was a large red spot there. The patent has been treated." No further information was provided despite repeated requests.